Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The device didn¿t fully close the tissue and cross clips were fired. The hospital informed that the patient is okay and the patient is discharged.